Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: biomet m2a-magnum pf cup 54odx48id, item#: us157854, lot#: 590530, biomet m2a-magnum mod hd sz 48mm, item#: 157448, lot number unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03397, 0001825034 - 2018 - 03398.

Event description:
It was reported patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised due to adverse reaction to metal debris. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reassessment of the reported event, it was determined product to be related however to be not reportable.